Manufacturer narrative:
Concomitant medical products: dtba1d4, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for an atrial fibrillation (af) with rapid ventricular response episode that was detected as ventricular tachycardia (vt). It was further reported that the left ventricular (lv) lead exhibited possible high thresholds. The crt-d and lv lead remains in use. No further patient complications have been reported as a result of this event.